Event description:
Occlusion alarms occurred, prompting the customer to visit the emergency room and subsequently be hospitalized in the intensive care unit. The customer's highest blood glucose level related to the incident was 759 mg/dl, but there was no permanent injury or ketones reported. Treatment with intravenous fluids and insulin resolved the issue and there was no permanent damage. Reportedly, the blockage was found to be in the cartridge. Multiple attempts were made to obtain the release date, however, no response was received.